Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with vancomycin injection (2gm, for 7 days, discontinued), tobramycin (40mg, for 7 days, discontinued) and ceftazidime (1gm, for 7 days, discontinued) for peritonitis. One day after the event onset, the patient was hospitalized for the event. Seven days after the event onset, the patient's catheter was removed and the patient switched to hemodialysis twice a week. Pd therapy was discontinued. Eight days after the event onset, the patient was discharged and was recovering. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.